Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 75.1 mm abdominal aortic aneurysm. The proximal neck measured 20.8 mm to 26.2 mm moving distally along the 10 mm neck length. The proximal aortic neck angulation was 60 degrees and the supra to infrarenal angulation measured 32 degrees. It was reported, 10 months post index procedure that there was a type ia proximal endoleak in the implanted endurant 25x16x145 stent graft. One week after the type ia proximal endoleak was revealed, the physician elected to implant 17 aptus endoanchors in order to resolve the type ia proximal endoleak. Additionally, an endurant 28x28x49 stent graft cuff was implanted to treat a persistent type ia endoleak after the endoanchors were implanted. It was reported that the procedure was completed and the type ia proximal endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.